Event description:
A cartridge change error was reported for the pump. Customer's blood glucose was 497 mg/dl. Technical support guided the customer through several troubleshooting steps, including inspecting and cleaning the pump, which allowed the customer to successfully reload the cartridge and resume insulin delivery.